Event description:
It was reported that during an unknown procedure, the nurse reported the harmonic device was smoking a lot and didn't seem to be working right. The blade "melted" off and the tip was found. Hand piece was switched out and a new device opened. Worked fine to completed the case without issue. There was no patient consequences reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.